Event description:
The mechanical structure of a jb-70 unit, serial number (B)(4), separated from its wall mount. The unit was reported to come in contact with the patient's head. The service technician of the distributor reported that the patient was going to his personal physician for treatment. A (B)(4) representative contacted the dental office and was told by the dental office that the patient was "ok". No further information about the patient's condition was disclosed.

Manufacturer narrative:
The service technician of the distributor reported that the unit was mounted using a single stud mount and was installed to a horizontal 2x6 board bridged between two studs. The failure is caused by improper installation. The installation procedure described in the jb-70 installation manual requires the unit be mounted on the stud when single stud mount is used.